Manufacturer narrative:
A ge healthcare field engineer was on site and evaluated the device and operational environment. The device performed according to specifications. The system is designed to comply with iec (B)(4), including the requirements intended to minimize the likelihood of pt warming. The pt was padded with sheets and this poses a risk for radio frequency (rf) burns as ge approved padding was not used. The system was operating under iec (B)(4), 1st edition. For the rf body coil the whole-body average sar limit was 1.5 w/kg. If the sar were to exceed the threshold the power monitor (for which there is a redundancy) will trip and the scan will stop. The device labeling was reviewed and provides cautions and warnings in regard to pt warming, the mr safety guide provides warming and safety instructions but these were not followed by the user. Per the mr safety guide, part #2381696-100, rev 9, "rf heating can be caused by: contract of body or extremities against the rf transmit coil surface". No further actions are planned at this time.

Event description:
It was reported by a pt to the FDA via a medwatch form that an injury had occurred to his right arm following an MRI for both of his shoulders and spine. On (B)(6) 2011, the pt had an MRI performed and he was sedated with anesthesia due to claustrophobia. The pt was not padded with the ge approved padding for the exam due to his size, but was wrapped as a papoose in order to be able to fit into the bore. When he was being transported to the recovery room the anesthesiologist noticed swelling on the right elbow and administered ice. The risk manager was told about the swelling. When the pt was coming out of his sedation he was complaining of pain and was given pain medication. Initially there was a distinct red heart-shaped area on the right arm. Inside this area it looked like a fresh bruise. The next day the area had bruising outside of the heart shaped area. The pt was unable to move his arm, and had lost feeling on that side in the pinkie and ring fingers. The area of injury was approximately 3" x 4" and exhibited scabbing. Inside the injured area it was black with no hair. There were blisters all around the heart shaped area, the inside did not blister.